Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed button error. Customer's blood glucose was 188 mg/dl. Customer stated he was caught in a rainstorm and she was at a football game. She wears the device on her belt flip and it did get wet. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.